Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The scroll compressor and temperature sensor was returned to the national repair center for further evaluation. The national repair center installed the temp sensor onto the compressor and installed the compressor into the cardiosave intra-aortic balloon pump (iabp) test fixture and tested to factory specifications. Testing was done with two depleted cardiosave batteries, a cardiosave trainer set at 130 bpm, normal sinus rhythm, and a 40cc balloon. The unit shut down and alarmed, and displayed over temperature on the display. The compressor failed testing. The national repair center then proceeded to test the compressor again with the national repair center's know good temp sensor. Testing was done with two depleted batteries, a cardiosave trainer set at 130 bpm, normal sinus rhythm , and a 40cc balloon. The national repair center could not verify the failure of over temperature. The compressor passed testing. A second test began national repair center's new temp sensor, with the exact same setup as the original test. The compressor ran for 27.86 hours with no trouble found. The national repair center could not verify the failure of over temperature. The compressor was tested for the third time, with a temp sensor provided by research and development again with the same exact set up as the prior set ups. The compressor ran for 72 hours. The national repair center could not verify the failure of over temperature. At this time a root cause has not been determined. Retaining the compressor in the national repair center.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed. When the clinical user selected "help" a "unit overheating" message appeared. The iabp was swapped for another to finish the procedure. No patient harm, serious injury or adverse event was reported. It was later reported that the patient expired due to poor prognosis.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse performed a compressor output test which showed the rpm, current and temperature continuously rising. The compressor and temperature probe for the compressor were replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The scroll compressor and temperature probe have been requested to be returned to the national repair center (nrc) for further evaluation. A supplemental report will be submitted upon completion of nrc evaluation. The full name of the initial reporter is (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed. When the clinical user selected "help" a "unit overheating" message appeared. The iabp was swapped for another to finish the procedure. No patient harm, serious injury or adverse event was reported. It was later reported that the patient expired due to poor prognosis. A separate report that will send to the report involve iab.